Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There were no unexpected numbers scrolling during testing. The pump was received with normal operating currents. The pump was monitored and no unexpected battery out limit alarms occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The pump was received with an intermittent button response due to corroded keypad traces. There were no unexpected numbers scrolling during testing. The pump was received with normal operating currents. The pump was monitored and no unexpected battery out limit alarms occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.